Event description:
It was reported that bd syringe 30ml ll tip conv pak scale marking issue. It was reported by customer that labelling issue. Issue - labelling issue. Item: 305618. Shown on our website with oz and ml graduation marks, but our current stock has the syringes without. It¿s okay if there was a change, we would just like to know if this should be expected on all future shipments.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch#: 4171131, 4156993, 4148345, 4086289, 4180176.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 7 photos submitted for evaluation. The reported issue of scale marking issue was not confirmed upon inspection of the samples. Analysis of the sample showed that the syringes are packaged in single packaging blister and the scale marking is according to product specification. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.